Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 30 mg/dl. The customer stated that he got into a car accident because his blood glucose was low. The customer stated that he left work with his blood glucose around 74 mg/dl and he ate a candy bar. The customer stated that the next thing he remembered was waking up in the emergency room. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak with his health care provider regarding his low blood glucose readings.